Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed an image that went fuzzy, then went black and showed a scope communication error code b30. The issue was identified during a sedation of diagnostic knee arthroscopy procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field: h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty cable unit and failed leak testing at the back of connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image went fuzzy then went black was due to the faulty cable unit and failed leak testing due to a component failure. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.